Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown homechoice disposable with cassette had a connection issue with a 5l physioneal single clearflex bag (baxter product). This occurred while the patient was preparing for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.